Manufacturer narrative:
Electrode replaced.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter-defibrillator (s-ICD) system received an inappropriate electric shock at gym while doing plank. Upon review, it was noted that the treated episodes showed myopotential noise oversensing. High shock impedance measurements was also observed. Troubleshooting options were discussed and recommended. Subsequently, a revision procedure was performed and the electrode was explanted and replaced, while the s-ICD remains in service and no additional adverse patient effects were reported.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter-defibrillator (s-ICD) system received an inappropriate electric shock at gym while doing plank. Upon review, it was noted that the treated episodes showed myopotential noise oversensing. High shock impedance measurements was also observed. Troubleshooting options were discussed and recommended. No additional adverse patient effects were reported. Currently, the s-ICD system remains in service.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter-defibrillator (s-ICD) system received an inappropriate electric shock at gym while doing plank. Upon review, it was noted that the treated episodes showed myopotential noise oversensing. High shock impedance measurements was also observed. Troubleshooting options were discussed and recommended. Subsequently, a revision procedure was performed and the electrode was explanted and replaced, while the s-ICD remains in service and no additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations. Electrode replaced.